Event description:
It was reported that during the troubleshooting for an unrelated alarm, the caregiver (cg) saw air gaps in the patient line of the automated peritoneal dialysis (apd) set with cassette. This was found during fill two of five of the pd therapy. The technical service representative (tsr) had the cg cycle the power on the hc and end the therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.